Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. The customer indicated that the cause was known and declined assistance from tandem technical support regarding the issue. No additional information was provided.